Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Photographic analysis: the first picture shows the jaws of an instrument, the jaws are closed, however, they are not approximated as they are supposed to be when the jaws are closed with a cartridge loaded. The second picture shows the jaws of an instrument with a black cartridge loaded, at the distal part of the reload drivers up can be appreciated. Based on the photo alone the event describe is confirmed.

Event description:
It was reported that during a lap sleeve gastrectomy the stapler was fired initially with a black gst reload. Upon reloading with a green gst reload a gap was noticed between the cartridge and the anvil prior to firing the second reload. It was noticed that the jaws were no longer approximated. The stapler was replaced with another like device and the case was completed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p57u0d. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.